Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was chosen for a valve in valve procedure in the patient with 23mm trifecta surgical valve. The patient had low left coronary (<10mm) and was high risk for coronary occlusion. A leaflet modification performed to reduce risk, of coronary occlusion and navitor valve was implanted at optimal depth at 1st attempt. However once navitor valve deployed there was still left coronary occlusion. The patient had hypotension and cardiac arrest with occluded left coronary and requiring extracorporeal membrane oxygenation (ECMO). The physician was able to gain access to left coronary artery and open with stent.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.